Event description:
Revision surgery - due to patient suffering from anterior subluxing which caused shoulder implants to become loose and sloppy, the surgeon decided to go with a bigger humeral head to bring stabilization.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder implants to became loose and sloppy. The length of in vivo service was 2.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; summary of investigations: 1 trauma, 1 revision surgery. This is the first complaint against this lot number. Anterior subluxation was reported as the root cause for the implants becoming loose and sloppy. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.